Event description:
The hospital reported that during saphenous vein harvesting procedure, the image on the endoscope was dark. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.